Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 10 atms. (The number of inflations and to what atms is unknown). The lesion being treated was a 99% stenotic lesion in a very tortuous mid lad. A terumo introducer sheath, a launcher guide catheter, a runthrough guide wire, and a medtronic inflation device. No patient injuries or complications were reported. Patient status is listed as "good."